Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to verify the reported problem. It was determined that the damaged mainboard was the root cause and was replaced. The device then passed functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device gave the error message 465 10 when turned on. There was patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.